Event description:
It was reported that that a pacemaker dependent patient experienced syncope. It was also reported that the right ventricular (rv) lead had inhibition of pacing and that the implantable cardioverter defibrillator (ICD) was replaced prematurely. Additional information was attempted to be obtained, however, it was not available. The ICD was explanted and replaced and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694958 implantable tachy lead implanted: (B)(6) 2005, explanted: (B)(6) 2013; 5076 implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.